Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Pt was injected into nlf's and the left oral commissure. Later that afternoon reported that she felt "weird". By the middle of the night her face was swollen and she was having trouble breathing through her left nostril. She called the facility the next morning and was advised to take benadryl and claritin and sleep in an elevated position. She was also told that sometimes pts can experience swelling for 24-72 hours post injection. The pt continued to experience swelling went to a doctor for treatment. The doctor prescribed kenalog and a medrol dose pack. Her condition showed improvement later that day and has since completely resolved.